Manufacturer narrative:
The hillrom technician found the bed frame calibration needed to be completed. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the parts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician completed the bed frame calibration to resolve the reported event.based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed CPR was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).